Event description:
The patient returned to the outpatient clinic to have an abdominal drain, which had been placed during surgery on 2/19/92 removed. The physician who undertook to remove the drain noted "the drain stuck after it had been pulled out 6 cm." Breakage then occurred in the white portion of the drain, approxiamately 6 cm. From the clear tubing. Approximately 16.5 cm of the drain remained in the patient's abdomen. The patient was taken tothe operating room during the evening of 2/26/92, where the remnant of the drain was surgically removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.